Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104783, UDI: (B)(4).

Event description:
It was reported that the patient was sent to the emergency department due to an infection at the lead site. Fluid was draining at the lead site. The physician believed that the patient was having an allergic reaction to dermabond.